Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia. Abbott technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable and there were no adverse consequences.